Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. Visual inspection of the instrument revealed the tissue stop was bent into the jaws and damaged. This prevents the jaws from closing and forming a clip properly. Functionally, the condition of the instrument precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged tissue stop condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device's jaws were not able to be closed. They replaced the device to a new one to complete the case. There was no patient injury.